Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative (rep) regarding a patient who was receiving an unknown drug via implantable pump. It was reported that the patient had a post-operative infection on (B)(6) 2020 so their pump was explanted on (B)(6) 2020. The pump was discarded (explant was performed without notifying rep) and the catheter remains in the patient. The patient has a history of smoking and their weight was asked but unknown. The issue was resolved at the time of the report and the patient was without injury. (B)(6)2021 (rep): no new information contained in this document.